Event description:
It was reported there was a shocking or jolting sensation while the stimulation was on or off. The patient had been admitted to emergency room. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3093, lot #v779499, implanted: (B)(6) 2011. Programmer: model 3037, serial #(B)(4).